Event description:
The customer reported that the autopulse platform (B)(6) indicated that the "lifeband was not functioning properly". The responding staff member does not recall the exact error code but remembers that the platform displayed a lifeband error. It is presumed this issue occurred during one of the assistance sessions. No further information was provided. It is unknown when the problem occurred. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
The customer's complaint that the autopulse platform (B)(6) indicated that the "lifeband was not functioning properly," and the responding staff member does not recall the exact error code but remembers that the platform displayed a "lifeband error" was confirmed during the functional testing and the archive data review. Based on the archive data the error observed by the customer was user advisory 45 (not at "home" position after power-on/restart). The root cause of ua45 was drive shaft not being at "home position," likely attributed to unintended user error. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The archive data indicated multiple ua45 errors, confirming the reported complaint. The autopulse platform failed functional testing due to ua45 displayed upon powering up, confirming the reported complaint. The drive shaft was rotated to home position to clear the ua45 error. Following that, the autopulse platform passed the functional testing without fault or error. A load cell characterization test confirmed that both cell modules function within the specification. Following service, the brake gap inspection verified the brake gap was within the specification. The autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with (B)(6).